Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped running during surgery. The battery was changed out but it didn't help. The device was tested post-operative after washing and sterilization with same result. The procedure was completed with an alternate device. No add'l clinical info was received prior to this report.